Event description:
Sometime in 1992 the dynaflex device was implanted, surgical details were not provided at this time. On 9/23/97 the dynaflex device was removed from the pt and ambicor device implanted due to fluid loss.